Event description:
The customer reported that the nasal jejunal tube was placed without difficulty. The wire was left in place for rn to remove post x-ray. X-ray was obtained in proper position without evidence of kink. At approximately 1840 #1 informed that the line was kinked. Also, #1 noted a small crack in the tube where fluid was dripping out on the proximal end of the tube. A new tube is being placed. On removal, clog was still noted. No injuries were reported.

Manufacturer narrative:
A device history record review could not be performed because the serial number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. There were no samples or photos received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.